Event description:
It was reported that the patient was sent to the emergency room (ER) on (B)(6) 2021 following a car accident. The patient stated not being to recall the car accident. In the emergency room it was determined that the patient sustained syncope due to slow ventricular tachycardia. While in the ER, the patient was found to continue to have episodes of ventricular tachycardia (vt) and was then transferred to the cardiac intensive care unit (cicu). An amiodarone drip was administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas IFU, rev. C, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the ventricular tachycardia was sustained and not considered to be device or therapy related. It was noted that the patient was implanted with an internal cardiac defibrillator (ICD) on (B)(6) 2019 prior to ventricular assist device (vad) implant. The event resolved without sequelae on (B)(6) 2021.